Event description:
According to the customer, "he was lying in bed watching tv and he felt the pop of the balloon inside."

Manufacturer narrative:
According to the customer, "he was lying in bed watching tv and he felt the pop of the balloon inside. He said this one felt more uncomfortable too. He did not call triage about it and it did not come out right away. The catheter stayed in place all night and was draining but when he went to the bathroom in the morning to have a bowel movement, it did come out all the way. He now has a latex catheter in and said it's been fine so far". The device is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.